Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has gradually worsened. There is no report of an accident or trauma and there have been no changes in health or medications.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Hearing performance with the device has gradually worsened. There is no report of an accident or trauma and there have been no changes in health or medications. The recipient was re-implanted.